Event description:
It was reported that prior to a da vinci s surgical procedure, the bipolar maryland forceps instrument would not function. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one close grip cable is derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. The cable derailment is likely due to the cable losing contact with the pulley during wrist articulation. Engineering concluded that the fleet angel between proximal and distal pulley most likely contributed to the cable derailment. Engineering also observed that the distal end of the main tube has a few deep scratches with light material removed. Based on the location and appearance, the damage was most likely caused by instrument collisions, or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.